Event description:
It was reported that after a procedure using the coblator ii controller within an unk arthrowand, the pt experienced post-operative bleeding at the surgical site. No info regarding the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.